Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture.

Event description:
Patient reported rupture. Record is for unknown side. Device remains implanted.

Event description:
Physician reported persistent pain, deformity, and rupture. Record is for left side. Device has been explanted and replaced with non-abbvie.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, d4, d6a, d6b, h4, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of historical complaints on the complaint management handling indicates that there were no other records related to this event for units manufactured on lot number 3184915: 2866397: a010102 device appears to trigger rejection and e2303 capsular contracture. Device returned to device analysis. 2866398: a010102 device appears to trigger rejection and e2303 capsular contracture. Device returned to device analysis. The search criteria for these queries are mentioned in qpp07-01-004-her1-g02 wording guidelines for complaint investigation closure and revision 6.0. The review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a0412 material rupture. Device evaluation: the device related to the reported events of rupture was received on may 08, 2025, with lot number 3184915. Based on the product analysis performed, the assessments of the complaint codes are: rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec) no additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d9, h3, h6

Event description:
Patient reported rupture. Physician reported persistent pain, deformity, and rupture, confirmed via ultrasound. Record is for left side. Device has been explanted and replaced with non-abbvie.